Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer did not received a low battery alert prior to the replace battery alarm. Troubleshooting was performed there was the second occurrence of replace battery alarm without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Unit received with all operating currents within spec and passed a21 error test and displacement test. No unexpected low battery alarm anomalies noted. No unexpected battery out limit alarm anomalies noted. Device received with cracked belt clip slot and cracked reservoir tube lip. (B)(4).